Event description:
A customer reported that unexpected negative reactivity was obtained during compatibility testing on galileo echo m01133.

Manufacturer narrative:
Upon repeat testing using a different vial (same lot) of indicator cells, the customer obtained the expected positive results. In-house testing confirmed the reactivity of lot 221003. Unable to rule out that initial vial of the customers indicator cells had become compromised.